Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from march 3, 2020 - march 4, 2020. H10: two (2) devices were received for evaluation. During visual inspection, the bladder of both devices were observed ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume infusors ruptured. The bladder ruptures occurred during filling prior to patient use. The infusors were being filled with 5-fluoruracil. There was no patient involvement. No additional information is available.